Event description:
The patient was used in a study without her consent. The doctor was doing trials on artefill, radiesse, bioglue, dermalogen, etc -he regularly participates in clinical research of medical devices/implants/fillers for cosmetic procedures. The patient is unaware of which fillers were used, however, she is debilitated and has visible implants in her eyelids. Photos document facial fillers we used as well. She is now on disability and has post traumatic stress disorder, as a result of being used against her will and considering the consequences. Her deformities of her eyes worsens her ptsd. The doctor took no intervention, though the patient pleaded for help several times, complaining of deep aching behind the eyes, a feeling of allergic reaction all around the eyes and pain from one of these device/implants feeling to poke into her eye with movement. Doctor failed to explain anything to the patient and abandoned her afterwards. Doctor has done this to others before her with same treatment. Doctor put patients at risk of disease with these implants fillers and violated his duty to his patients. Doctor (B)(6) failed to perform any therapy or inventions of the patient. He should be contacted for complete product names.